Event description:
This spontaneous case report was received by regulatory authority in (B)(6) on 07-mar-2016 from a female consumer and forwarded to bayer on 04-aug-2016. Reporter indicated that she has nickel allergy, but according the gynecologist there was no nickel in essure. On (B)(6) 2012 essure (fallopian tube occlusion insert) was inserted (she was (B)(6) at time of placement). Complications of device insertion were denied. In (B)(6) 2012 (five months after insertion) the consumer started experiencing lower back pain, allergic complaints in yes, bile problems, pain in legs, pain in head, groin pain, rheumatic pain in the hands, arthralgia, pain radiating to legs, nausea, tiredness, hair problems, feeling the implant and reflux worsened. Consumer stated that she had much discomfort, but was being able to work. She contacted a doctor and received medication as treatment. She is planning to remove essure and fallopian tubes. Company causality comment: this non-medically confirmed, spontaneous case report received via regulatory authority refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced lower back pain. Essure and fallopian tubes removal were planned. This event is listed in the reference safety information for essure. Pain may occur during essure use. In this case, she experienced this event about 5 months after essure insertion. Considering its nature per se and the absence of alternative explanation, causal relationship between the reported event and essure use cannot be excluded. This case was regarded as incident since a surgical intervention will be required. Additionally, non-serious events were reported. Technical analysis has been requested. No further information can be obtained.

Manufacturer narrative:
Quality-safety evaluation of ptc received on 09-sep-2016: ptc global number: (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Device similar incident listing the list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 13-sep-2016 for the following meddra preferred terms: back pain: the analysis in the global safety database revealed 210 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pt. Company causality comment: this non-medically confirmed, spontaneous case report received via regulatory authority refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced lower back pain. Essure and fallopian tubes removal were planned. This event is listed in the reference safety information for essure. Pain may occur during essure use. In this case, she experienced this event about 5 months after essure insertion. Considering its nature per se and the absence of alternative explanation, causal relationship between the reported event and essure use cannot be excluded. This case was regarded as incident since a surgical intervention will be required. Additionally, non-serious events were reported. No sample available for this investigation and no valid lot number. Therefore, a product quality defect could not be confirmed but is considered plausible. No further information can be obtained.